Event description:
It was reported that the implantable pulse generator became inoperable and was unable to establish connection. A magnet was used to try to establish connection however was unsuccessful. Patient did not have any other unrelated surgeries. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated.

Event description:
New information received states patient had an unrelated surgery and the ipg was not placed in surgery mode resulting in the ipg becoming inoperable. The patient is without therapy as a result. The ipg was explanted and a new ipg was implanted. There were no complications during the procedure and therapy was restored. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.